Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the surgeon was attempting to replicate an issue from a previous case so he could record it. The surgeon was able to replicate the behavior from the previous case, where the patient tracker disappeared when tracing began (normal behavior), but he was unable to get a passing registration using tracer. The patient tracker model initially started floating above the registration model and had to be manually moved into place. The surgeon swapped to 3-point tracer, and the first point was on the head frame of the patient's CT. After moving it to the patient's nose, he was unable to get a passing registration using 3-point tracer. The surgeon then abandoned navigation and continued the case without it. There was no patient impact reported and a less than one hour delay to surgery.

Manufacturer narrative:
Additional information: review of the exam found that it was to protocol. The patient was wearing a head frame in the exam, with part of the head frame the most anterior portion of the exam. The patient's face was scrunched up slightly, and may have impacted registration due to patient's face being relaxed under anesthesia. If information is provided in the future, a supplemental report will be issued.